Event description:
It was reported by the customer that the pyxis medstation es system station's main drawer 5 will not open for recovery. A customer has reported that patients faced delays in receiving their medication due to a noted malfunction; however, the customer retrieved medications from an alternative station located further down the hallway. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 5 unable to open due to failed insep. A field service engineer replaced the affected component and resolved successfully. The system functioned as intended after field service engineer troubleshooting.